Event description:
Healthcare professional (hcp) reported tear in a baxter arterial blood tubing. Estimated blood loss was 120cc. Pt completed therapy with new arterial line and dialyzer using a different 1550 hemodialysis machine. Hematocrit and hemoglobin were checked on 12/1/97 and 12/2/97 and were reported by hcp to be "fine". Hcp also reported that blood pressure was within normal limits. No medical intervention was necessary per hcp.